Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. During testing, it was noted that the ground pong on the ac power cord was broken. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the ground prong on the ac power cord was broken. The device was returned to the biomedical engineering department for an unspecified reason. No tracking info was provided therefore, specific patient info, device programming or, event details were not available. There were no reports of any adverse patient effects, delays in critical therapies, or necessity for medical intervention while in clinical use. During testing at the user facility, it was noted that the ground prong on the ac power cord was broken. Though requested, no add'l info was provided.